Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, the patient¿s cgm was reading low mg/dl. The patient was treated with juice and the cgm reading went up to 60 mg/dl. The patient¿s parents decided to do a bg fingerpick for comparison, which was high mg/dl. The patient was also wearing an omnipod insulin pump. The patient was then treated with 5 units of insulin via the omnipod insulin pump. Despite treatment, the patient¿s bg meter reading remained high mg/dl. The patient then began vomiting. The patient was taken to the emergency room (ER) by his parents. The patient was reported to have diabetic ketoacidosis (dka) and was treated with IV fluids and insulin. The patient was discharged home two days later on (B)(6) 2024. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.